Event description:
Late note on call: (cats was down) call transferred from answering service. Spontaneous call: pt calling to report that none of the buttons on her pump are working (sn (B)(4)). Pt has tried to replace the batteries, but no success. Informed pt that pharmacy will ship new pump for her in the morning. Pt returning malfunctioning pump. No further info known. The reported product fault did not occur during use. Pt was able to complete infusion. The product issue did not cause or contribute to pt or clinical injury. Dose or amount: 183 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2014 to current. Diagnosis or reason for use: pah.